Event description:
As reported by the field clinical specialist (fcs), approximately 10 years and 10 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with two 23mm sapien xt valves, the bioprosthetic leaflets appear severely calcified and the valve frame is under-expanded at the inflow and mid-frame. The patient is being evaluated for a transcatheter valve replacement. Additional information provided per valve clinical coordinator indicating the patient is symptomatic with congestive heart failure (chf) which required hospital admission. The mean gradient is elevated at 44mmhg with an aortic valve area (ava) of 0.82cm^2 (characterized as stenosis). Also, the leaflets are severely restricted in motion, calcified and thickened. Aortic valve-in-valve intervention is planned for later in (B)(6) 2026. According to the provided medical records, the patient presented to the emergency department with shortness of breath, volume overload and heart failure exacerbation due to progressive aortic stenosis and new onset atrial fibrillation. A transthoracic echocardiogram (tte) from may 2026 noted there is was 23mm sapien xt transcatheter bioprosthesis in the aortic position, and the prosthetic leaflets appeared thickened and calcified with severely restricted motion. There was severe prosthetic aortic stenosis, aortic valve area (ava) of 0.8cm^2, an elevated mean gradient (mg) of 44mmhg and mild aortic insufficiency noted. Additional information provided per fcs indicating the patient's symptoms were nyha functional class iii and shortness of breath. A tte from (B)(6) 2026 revealed the following: ejection fraction 50 percent, severe aortic stenosis (ava 0.82cm), mg 44mmhg, peak gradient 75mmhg, dimensionless index 0.24. Mild aortic insufficiency, moderate mitral regurgitation, no mitral stenosis, and trace tricuspid regurgitation. The patient underwent a successful valve-in-valve procedure as planned in (B)(6) 2026 with a 20mm sapien 3 ultra resilia valve. Last known status of the patient is alive, well and in recovery.

Manufacturer narrative:
Primary unique device identification (UDI) number: (B)(4). Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest patient factors might have contributed to the event, including the patients history of hypertension, hyperlipidemia and coronary artery disease, as well as the progression of the valvular disease process. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.